Event description:
Post percutaneous coronary intervention, the guidewire was being removed from the vessel when the distal tip became entangled in the stent, causing the wire tip to separate. The patient underwent surgery for removal of the separated guidewire and coronary bypass. During the surgery, the stents were damaged and were removed. Post surgery, the pt was in a stable condition.